Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was showing the enter password screen and the device was offline. The customer reported that on twice, while the anesthesiologist was working, the pyxis displayed the enter password screen. They were able to reboot the pyxis and restore functionality for their second case, but the issue occurred again. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown password screen and device was offline. A field service engineer (fse) observed intermittent reboots to a blue screen that prompted for a login password. The docking board was replaced, and all cable connections were reseated. The unit was tested in the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.